Event description:
Pt underwent a right total knee arthroplasty with cemented zimmer nexgen legacy posterior stabilizer knee prosthesis in 2005. A cpm (continuous passive motion) device was applied in the immediate post-operative period. On post-op day #2, pt demonstrated a partial peroneal palsy with weakness of the toe extensors and peronei, rated poor to fair, and tenderness in the proximal fibular region, presumably pressure neuropathy from the cpm machine. The cpm was discontinued. At the time of discharge on pod #4, the pt had 100 degrees of knee movement, was independent in ambulation and transfers, but continued to demonstrate evidence of a partial peroneal palsy, although their symptoms were improved.